Event description:
Information was received from the intermacs registry stating: admitted for concern for hemolysis due to sub-therapeutic inr.ldh on admission:=1380, plasma free hgb=109. (B)(6) echo showed lvad inflow cannula with laminar inflow. 07/28 bivalirudin started. (B)(6) heparin started. (B)(6)-had recurrent low flows around 2.4 most of the night. Clearly has vad thrombosis that is refractory to standard medical intervention and needs to have his vad replaced .ldh 8/01=1524. (B)(6) taken to or for lvad exchange.per op note-operative findings- thrombus in heartmate ii .pump was replaced by heartware lvad information also included indicated that a causative factor was sub therapeutic anticoagulation. The patient expired on (B)(6) 2014 with the primary cause of death noted as ¿major infection¿.

Manufacturer narrative:
Approximate age of device ¿ 4 months. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A correlation between the device the reported event of pump thrombosis could not be conclusively determined. A full examination of heartmate ii lvas could not be performed because the device was not returned to the manufacturer for analysis. In addition, photographs of the lvad upon explant were not provided. The reported low flow events also could not be confirmed as no log files from the time of the reported event are available. Furthermore, a correlation between the device and the reported hemolysis could not be determined through this evaluation. Based on the manufacturer¿s past experience and similar reported events, elevated lactate dehydrogenase and low flow hazard alarms could be indicative of potential device thrombosis. The heartmate ii lvas instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided by the sr. Clinical consultant indicating that the pump will not be returned. The hospital no longer has the pump as the event occurred over a year ago.